Event description:
It was reported that the user's blood glucose rose to 367 mg/dl after running out of insulin and not immediately changing supplies. The user was advised to perform a full supply change and acknowledged understanding, with no alternative therapy initiated during the interruption. Symptoms included hyperglycemia. Outcomes included troubleshooting and education with resolution through supply replacement, without hospitalization. Investigation included user interview and case review. Investigation of this case revealed use error related to insulin depletion, failure to transition to an alternate therapy, and delayed supply change, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that user handling contributed to the event.